Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were capsular contracture, baker grade "2-3", and device rotation.

Event description:
Healthcare professional reported right side capsular contracture, baker grade "2-3", double capsule, and "rotation." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, crease fold, deformation and voids. After autoclave cycle was observed: a cloudy color in the gel. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade "2-3", double capsule, and "rotation." Device has been explanted.